Event description:
Tip of swab broke off in pt's throat and he almost inhaled it. Pt was too weak to cough it out. Ed physician able to get it out with tongue depressor. Almost required intubation or tracheostomy. On (B)(6) 2020 covid 19 throat swab. FDA safety report ID# (B)(4).